Manufacturer narrative:
Further good faith efforts were made to the institutional risk management department as requested by the institutional director of respiratory, with no response yielded. Due to the absence of further correspondence related to the patient outcome of the event, further investigation has concluded that the no information has been supplied to the manufacturer that would indicate the presence of a serious injury occurring, nor any defined intervention being provided in order to prevent the occurrence of a serious injury. Therefore, this complaint record shall be downgraded from serious injury to an adverse event - product problem. On february 16, 2021 the v60 ventilator was retrieved from the customer site for further evaluation and investigation. Philips failure investigations confirmed the alleged malfunction occurring on date january 19, 2021. Based upon the investigation conducted, it was determined that gen2 pm (power management) boards are designed to provided 2.4a : since the gen2 pm boards current driving capability is lower than gen1pm board, this creates loading on 35v path, sequentially it would drain the backup cap's while 35v has dropped below 12.5v, during this instance if 35v tries to come back based on the load due to the motor resistance, it does trigger vent shut down. Based upon the information provided, the device malfunction has been confirmed. The device was in clinical and therapeutic use at the time of the event, resulting in an unspecified harm. Further attempts were conducted to retrieve information regarding the extent of harm and outcomes to the patient with no further correspondence received from the reporter. Based upon this investigation, cause and/or contribution of the unanticipated cessation of positive pressure therapy to the patient injury has been confirmed. Failure investigation could replicate the issue and also found the root cause is the difference in current driving capability between gen1 and gen2 pm boards and unintentional shutdown command during the loading effect to shutdown the vent silently.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01feb2021.

Event description:
The customer reported that the unit shutdown while in use on a patient and was unable to power the unit back on. The customer contacted product support and reported had onsite ref case for similar report of unit shutdown. The caller advised the power led light is working but not the battery led light. The caller reported being unable to power the unit on. The customer reported that the unit was in use on a patient, but there was no patient harm reported.